Event description:
Rptr indicated that the pt's vns generator was at end of service. The generator was replaced, returned, and has undergone analysis. Analysis noted that one of the resistors was not within specifications. This resulted in the end of service flag being prematurely tripped even though the generator was still delivering adequate treatment. No other device failure has occurred. No adverse events have occurred.